Event description:
It was reported that the patient was experiencing chronic pain associated with implant #19. Attempt to resolve with antibiotics without success. Implant was removed. Customer didn't use another device to complete the procedure. Patient will return for an additional appointment for replacement.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Last name unknown / not provided. Additional PMA/510(k) number k101880. Infection: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.